Manufacturer narrative:
The screw was not returned for evaluation; therefore the complaint cannot be verified. The device history record review for the screw lot did not provide any indication of a manufacturing deviation that would contribute to this event. A definitive root cause has not been determined.

Manufacturer narrative:
(B)(4). This device was not returned to the manufacturer.

Event description:
The dentist reported a fractured screw.